Event description:
Right shoulder arthroscopy in 2007 found hemiarthroplasty-humeral head devoid of any cartilage with considerable roughness and erosion. Fill volume 300ml, 4 day infusion. Injected the joint with marcaine (0.5%) with epinephrine. Medwatch has "adverse event" checked, outcome is disability or permanent damage. Implant date of 2003,0 explant date of four days later, and reported event date of the same day with the implant in 2003. Contact anonymous.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. The product was not available for eval and investigation. Without the actual product, part number, lot number, or actual details of the incident, an analysis cannot be conducted. The medwatch indicated that in 2007, the pt's right shoulder was completely devoid of cartilage with considerable roughness and erosion about the entire head. It was also reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "use of vasoconstrictors, such as epinephrine or adrenaline, is not necessary and may not be recommended for continuous infusions." No confirmation was provided that this product was mfg by I-flow. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.